Manufacturer narrative:
The device was returned but was not set up to test it.

Event description:
Customer states, the actuator is not working on the lift.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states the actuator is not working on the lift.